Event description:
A surgeon reported during a procedure, the side footswitch was turned on even though the surgeon did not switch it on. The surgery was completed with the same sys and accessory with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).